Manufacturer narrative:
Image review: media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had severely calcified aortic valve. Fluoroscopic valve load inspection was performed and a misload is present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misload was not identified and the valve was attempted to be implanted. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was then deployed just prior to the point of no recapture and under expansion and a suspected infold was visible. However, in a different view, under expansion was noted but there is no evidence of an infold. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that the under expanded valve was not implanted and was removed from the patient. A fluoroscopic valve load inspection of the new valve was performed and confirmed a good load. The new valve was deployed just prior to the point of no recapture, and the valve appeared to be well expanded without evidence of infolding. Images of the released valve were not provided; however, it was reported that the new valve was successfully implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0012263894); product type: 0195-heart valves; product ID: d-evolutfx-34 (lot: 0012286105); product type: 0195-heart valves; e1 - initial reporter first name was not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut valve, the patient had a severely calcified aortic valve. During the procedure, predilatation was performed using a bard true-dilatation 22mm. When the evolut valve was released, an infold appeared, leading to the recapture and removal of the complete valve system from the patient. A new valve was subsequently loaded and implanted according to best practices, resulting in good outcomes.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 e1 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no misload was observed while loading. Per the physician, the patient's aortic valve calcification contributed to the valve infold. The infold resulted a procedural delay.